Manufacturer narrative:
Continuation concomitant medical products: dtbb1d1 ICD implanted: (B)(6) 2014. Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the left ventricle was high.

Event description:
It was reported that the left ventricular (lv) lead exhibited high, increasing, and varying thresholds. The lv lead was programmed off for the time being and remains in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.